Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the implantable cardioverter defibrillator was returned and analyzed. Primary analysis finding: battery depletion normal. Functional test result was ev charge circuit problem (tachy). Longevity test demonstrated no anomalies, and visual examination of the connector block, grommets and setscrews found no anomalies.

Event description:
It was reported approximately three years four months post implant, the capacitor charge time was very long and sometimes beyond 30 seconds due to noise and oversensing episodes. Consequently, end of life was declared, as battery voltage suddenly dropped from 3.10v to elective replacement indicator status. Therefore, a revision procedure for replacement of device was scheduled and completed three days after the event was identified. Patient's outcome post revision procedure was reported to be satisfactory.